Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lfj6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported the etiology was programming/stimulation; surgery/anesthesia; and MRI.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the etiology was updated to programming/stimulation and surgery/anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted other etiology of uti. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID (B)(4) lot# va0lfj6 serial# implanted: (B)(6) 2014 explanted: product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the (B)(6) was not related to the device or therapy. No further complications were report ed/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lower urinary tract infection. The event was related to the procedure. The patient began to experience inability to empty bladder and was experiencing signs and symptoms of a urinary tract infection (uti). The patient¿s urine dip was positive for nit and 3+le. The event required an unscheduled clinic or office visit. The patient was prescribed bactrim 160 mg one tablet by mouth every 12 hours. The event resolved without sequelae.

Event description:
Additional information the relatedness was unknown. Laboratory testing was positive for e. Coli. The patient was prescribed keflex 250mg every six hours.